Event description:
On (B)(6) 2023 getinge became aware of an issue with one of our surgical lights ¿ hled. As it was stated the paint was peeling. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
On 17th may, 2023 getinge became aware of an issue with one of our surgical lights ¿ hled. As it was stated the paint was peeling and rust occurred on arms. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Initial reporter was backoffice worker of the hospital. The correction of b5 describe event and problem, d4 version of model # and d4 catalog # deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 17th may, 2023 getinge became aware of an issue with one of our surgical lights ¿ hled. As it was stated the paint was peeling. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event and problem: on 17th may, 2023 getinge became aware of an issue with one of our surgical lights ¿ hled. As it was stated the paint was peeling and rust occurred on arms. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Previous d4 version of model # ard568520710c corrected d4 version of model # ard568520710a previous d4 catalog # ard568520710c corrected d4 catalog #ard568350953/ard568330953 getinge became aware of an issue with one of our surgical lights ¿ hled. As it was stated the paint was peeling and rust occurred on arms. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. Based on an information gathered, the issue has been solved, and the device is in use again. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification, due to paint peeling from the fork and rust occurrence, which could be considered as technical deficiency, and in this way the device contributed to the event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. When reviewing similar reportable events for the same device type, it was confirmed that in the last 5 years, registered for the issue of paint peeling on hled and powerled surgical lights, there is one event which led to the serious injury. No such events have been found regarding to rust occurrence. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio for paint peeling is moderate, and for rust occurrence is also moderate. A root cause analysis for paint peeling problem was performed by subject matter experts and concluded that all maquet sas products comply with: ¿ iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. ¿ iec 60601-2-41 particular requirements for the safety of surgical luminaries and luminaries for diagnosis. ¿ paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. ¿ disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages (IFU 01601 en rev.9, pages 25-27). To prevent any similar incident, it is recommended to avoid collisions between devices. Visual inspections during the cleaning allow to detect the painting defect, we recommend to perform corrective maintenance to rectify the default after its detection. Minor paint chip can be repaired with touch up paint, nevertheless, the parts impacted by serious damage must be replaced. Subject matter expert at the manufacturing site also stated that this event is clearly due to the cleaning product. Nevertheless, the deterioration of the paint is far advanced and it must have started years ago. Such troubles have been detected first by the user during daily and monthly checks. The current cleaning product must be improved as described in the user manual (IFU 01601 en rev.9, page 34 ). We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.